Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between hd therapy utilizing fresenius hd systems and the patient¿s adverse event of a cardiac arrest. This is based on the patient¿s statement that indicated they were present in the hd clinic at the time of this event with no indication the cardiac arrest occurred during an hd treatment. Furthermore, there is no documentation in the complaint file to show a causal relationship between the patient¿s cardiac arrest and use of any fresenius hd systems. It has been well established hd patients are at high risk for out-of-hospital cardiac arrest which occurs 20 time more than the general population. In the absence of a confirmed source of this patient¿s cardiac arrest and any relationship to hd therapy, the cause of this adverse event cannot be determined. Therefore, fresenius hd systems and associated fresenius products cannot be excluded in the root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they experienced cardiac arrest at the in center dialysis clinic and the staff assisted to help them survive and get to the hospital. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey a patient reported they experienced cardiac arrest at the in center dialysis clinic and the staff assisted to help them survive and get to the hospital. Additional information has been requested, however to date has not been provided.